Event description:
It was reported that fluid was allowed to flow through a minicap extend life pd transfer set with twist clamp while the clamp was closed. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection and clamp functional testing identified broken occluder feet. Leak and clear passage testing were performed with no issues noted. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up medwatch will be submitted.